Event description:
It was reported a one-link non-dehp standard bore catheter extension set leaked. During flushing, a leak was observed at connection of the one-link and a non-baxter angiocath. The set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
MFR site: device manufacturer address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.